Event description:
Related manufacturer reference number: 2017865-2022-16283. It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited noise oversensing and the right ventricular lead exhibited a varying low voltage impedance. The leads were capped and replaced on (B)(6) 2022. The patient was stable.